Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited intermittent capture and qrs durations were not acceptable. It was discovered that the lead had dislodged. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.